Event description:
The customer was hospitalized for low bgs. The customer stated that they woke up with low bgs, and over treated with food. The combination of high basals and over treating caused the low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call the doctor to discuss possible causes of low bg.